Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 results for one patient sample. The sample (sid (B)(6) ) originally was run on analyzer (B)(6) result 33.1 and on repeat (analyzer (B)(6) ) the result was 18.3 (reference range 9 -19 pmol/l). The sample was drawn on (B)(6) 2024 and received by the lab on (B)(6) 2024. The sample was received unspun and was spun on the track directly prior to analysis. Other results provided: tsh initial 3.45, repeat 3.62. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I free t4 results for one patient sample. The sample (sid (B)(6)) originally was run on analyzer (B)(6) result 33.1 and on repeat (analyzer (B)(6)) the result was 18.3 (reference range 9 -19 pmol/l). The sample was drawn on (B)(6) 2024 and received by the lab on 01jul2024. The sample was received unspun and was spun on the track directly prior to analysis. Other results provided: tsh initial 3.45, repeat 3.62. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 60071ud00, however, in-house performance testing was completed which indicates the product is performing as expected. In house testing was performed using retained reagent samples of lot 60071ud00. Testing met acceptance criteria and the product is performing as expected. Device history review did not identify issues associated with the customer¿s observation. Labeling was reviewed which adequately addresses the current issue. Per product labeling, to ensure consistency in results, re-centrifuge specimens prior to testing if they contain fibrin, red blood cells, or other particulate matter. Reagent handling and storage instructions are provided in the package insert, including precautions to minimize the risk of contamination and the potential to compromise reagent performance. The customer did not follow the IFU instructions for sample handling. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. A systemic issue and/or product deficiency was not identified.